Event description:
A report was received that the patient's precision system was explanted, the reason is unknown.

Manufacturer narrative:
The explanted devices were not returned to bsn as their location is unknown.